Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in australia. Review of the most recent repair record determined the ratchet handle was stuck; the comb was damaged. The comb was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during biomedical engineering test/check the mesher ratchet handle was stuck onto the mesher. During testing, the handle was able to perform upward and downward motion; however, the ratchet remained stuck on the mesher. The issue was identified during inspection/testing, and an alternate device was available for use. Review of service records indicated the comb was damaged and the comb was replaced; the ratchet handle was noted as stuck. There was no patient involvement. There were no consequences or impact to a patient. Attempts have been made and no further information has been provided. No additional information is available.